Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
A 5-pack hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, the physician removed the sheath with about 15 seconds left to the procedure. Upon visual inspection, it was seen that some blanching occurred on the external cervix. The patient was not treated. No patient complications were reported as a result of this event.